Event description:
Olympus was informed that the teflon pad on the grasping section of the device became melted during a therapeutic total hysterectomy procedure. It was reported that this occurred while the physician was sealing and cutting the tissue. There was a four minute delay to replace the device. The procedure was switched to an open surgery due to the patient's disease. The intended procedure was successfully completed using another similar device. There was no patient injury reported. Olympus followed up with the user facility via phone and in writing to obtain additional information regarding the reported event but with no success.

Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device, to provide the device manufacture date, and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual inspection found the teflon pad to be severely worn and separated from the jaw of the grasping section with metal exposed. This type of teflon pad damage is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. This type of teflon pad damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation,exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented.